Event description:
The facility reports the pt was being lifted out of bed to the wheel chair when the silver clip slipped on the sling and dropped the pt back onto the bed. The sling was taken out of use; no injuries were reported.